Event description:
It is reported that the sys was giving communication and generator errors. The fe confirmed the system was unusable due to the inability to boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.